Event description:
It was reported that during a post-operative check, this right ventricular (rv) lead was found to be not capturing the heart in both bipolar and unipolar configuration. Surgical intervention was performed and during an attempt to reposition the rv lead, the helix would not rotate properly. The rv lead was then removed and replaced without any further complication. No additional adverse patient effects were reported. This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.